Manufacturer narrative:
Attempts to obtain additional information have been made; however, no more is available. No trend analysis could be performed as no item number is available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that the patient was revised on (B)(6), 2017 due to dislocation. Implant used at primary was 28.0 cocr head. Allofit was the primary brand. Primary implantation date is unknown. Review of received data - 1 photo of an undated lat view x-ray with very low quality is received. X-ray is not totally visible in the photo. Femoral component seems to be postioned in the acetabular socket. No other valuable info is attainable - 1 photo of supposedly explanted metallic head and pe liner is received. No comments can be done regarding the condition of the products. Devices analysis no product was returned to zimmer biomet for in-depth analysis. The device location is unknown. Root cause analysis root cause determination using dfmea: increased release of wear particles, loosening of components, dislocation due to tissue impingement prior to proper taper fit => possible: cannot be evidenced, but cannot be excluded. Increased release of pe wear paritcles, loosening of components, subluxation, dislocation due to impingement due to incorrect position of stem or cup => possible: due to absence of quality x-rays it cannot be confirmed, therefore cannot be excluded. Increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition => possible: due to absence of quality x-rays it cannot be confirmed, therefore cannot be excluded. Conclusion summary no valuable information is available regarding the case except of the dislocation the patient had. No ref/lot is available. Possible causes for the dislocation include tissue impingement prior to proper taper fit, impingement due to incorrect position of stem/cup or impingement of components due to malposition. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown allofit head on an unknown date and the patient underwent revision surgery on (B)(6) 2017 due to dislocation of the implant.